Manufacturer narrative:
(B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(6). Event occurred in france. On (B)(6) 2024, it was reported that patient faced issue with infusion set was not adheing for long time as expected for 7 days. Patient had to change it earlier than 7 days expected. No further information available.